Event description:
The customer contact reported the device touchscreen would not calibrate during preventive maintenance testing at the user facility. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen was not responsive when pressed. During testing it was found the flex cable of the touchscreen was intermittent and contamination caused by fluid ingress was found on the bottom edge of the touchscreen. The probable cause was due to an intermittent touchscreen flex cable and fluid ingress on the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.